Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one powerloc extension tubing assembly. A gross visual inspection of the returned unit found that a longitudinally aligned split was present on the luer hub. The split extended from the proximal end of the luer threads to the proximal end of the luer fins. The damage to the luer fin suggested that the luer may have been over torqued. The device was microscopically inspected and the split was found to have occurred next to, but not along, a molding weld line. No other remarkable features were observed. Based on the available material for review, the investigation was unable to identify sufficient features to conclusively determine a root cause. Therefore, the root cause remains unknown. Potential root causes include over torque of the luer and inadequate storage conditions. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 01/08: upon detecting leakage, the affected IV solution was immediately discontinued. New, uncompromised solution was administered to continue the infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the oncology department had a case where a nurse discovered leakage from the port needle during flushing on the morning of the third day of use.